Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead was unable to be removed from the pulse generator header. The device was explanted. No patient symptoms were reported.